Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'system error 345' was reproduced. A review of the event history log (ehl) revealed occurrences of multiple system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor thermistor failure. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.